Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that, as received, a partial lead was returned in three pieces during analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 28.4-29.3 cm from the proximal cut end. The abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: missing b3 event date aug 30, 2022.